Event description:
The iab leaked. This was the only info at the time of the report. On 9/3/98. The following was reported to datascope: blood was noted backing up in the tubing. There was no pt injury or complication as a result of the event. The pt was transferred to an in-skilled care area. [Event complications]: unk-reported 8/20/98; none-rpt'd 93/398. [Pt's current status]: in skilled care-rpt'd 9/3.